Manufacturer narrative:
Evaluation summary: based on the reported events, we determined that the signal line was broken at the electrical connector, causing an image defect. A possible manufacturing defect was reported by pentax medical europe, but there was no defect recorded by DHR. From this, it is possible that the cause of the rupture was the impact caused by dropping during use/transportation, but it was not conclusive.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
No picture. The reason is poor-quality factory soldering at pcb. The time of event is during inspection. There was no report of patient harm.